Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the maxzero was found to have lipids back flowing into the midline upon administering a new medication. There was no report of patient harm.

Manufacturer narrative:
Upon review it was determined that this complaint is not MDR reportable.